Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 556 mg/dl. The customer treated with the pump. The customer stated that she bloused every couple of hours to get insulin before the no delivery came up. The customer stated that the no delivery occurred during bolus. The customer stated that the alarm was recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the set for analysis. The customer was out of town and will not return the set for analysis. The customer's blood glucose during call was 466 mg/dl.